Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had bathwater inside the device between the rubber bladder and the bottle. The patient took a bath prior to a clinic visit. The bladder emptied for therapy as expected. The device contained cefazolin 6000mg in total volume of 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.